Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal pancreatectomy procedure, at the first firing of the device, the account clamped the tissue and fired the 5 mm reload, however the firing was stopped. The surgeon did not check the display screen at that time. They able to removed the device from the tissue without any problem. They compressed the tissue and used another reload to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.